Event description:
It was reported that during routine follow-up this pacemaker was found to be in safety mode and the patient's heart rate had dropped to 30 beats/minute. It was also noted that the right ventricular (rv) lead had a history of high impedance (value not reported). The patient was scheduled for device and rv lead replacement on (B)(6) 2026. It was not stated whether the device or lead would be returned.

Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded that there was no problem detected with this device. Device technical analysis: this lead was not returned. As such, physical analysis has not been conducted in our laboratory.